Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was hub separated from the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the needle separated from hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary bd received 2 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for male luer breakage was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for male luer breakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode male luer breakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was hub separated from the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the needle separated from hub.".